Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 596 mg/dl. Troubleshooting was performed. The programming, basals, bolus, time/date, and daily totals on the insulin pump were correct. The alarm history shows low reservoir alarms. Ran a self test and fixed prime test and the device passed the tests. The customer stated that when she changes out her infusion set every four days. Advised the customer to change her infusion every two to three days. While at the hosp the infusion set cannula was discovered to be bent. Advised customer the proper insertion techniques. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.